Event description:
The customer complained that the power cord to the bed had been cut and bare wires were exposed.

Manufacturer narrative:
The tech removed the damaged portion of the power cord and replaced it with a new ac plug, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.